Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient mentioned they were in the hospital and this inquiry was urgent. The reason for the call was that they were needing assistance with turning stimulation off. The manufacturer help line tried having the patient sync with the antenna attached, but the patient reported seeing poor communication. They were able to communicate, however, without the antenna attached. The troubleshooting steps that were taken on the call resolved the communication issue. After removing the antenna, they were successful and noticed the stimulation was already off. The patient confirmed stimulation was off/that their stimulation was showing it was off. The nurse wanted to turn it back on again to make sure they understood the icons and were seeing lightning bolt versus no lightning bolt. The nursing staff tried turning stimulation on to make sure the device was in fact off. Once the staff turned stimulation back on, the patient stated they were not sure the stimulation was where it was supposed to be, and it did not feel anywhere near their bladder. Troubleshooting was unable to be performed, as the manufacturer help line was focusing on the main reason for the call, and the patient mentioned being in a rush. The patient did end up turning stimulation back off at the end of the call. The patient later stated someone else called for them from the hospital to make the initial report. When asked who the initial reporter was, they replied they had no clue, as there were so many people, but it was one of the nurses. They clarified they were having a procedure done, and that they would not do it unless they turned stimulation off. When asked if being in the hospital was related to the device or therapy, they responded that no, it was not related; they were having a procedure. When asked for clarification, they responded the procedure was not related to the device. They noted they had not had a chance to turn it back on yet, that they needed to call and do that. It was confirmed they had the phone number for the manufacturer help line.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that when they went to the hospital for tavr procedure a doctor came in and said they couldn't do it unless the device was turned off. Their spouse went home and got the device and the patient didn't know how to turn the device off so a nurse called in for instructions and was able to turn it off. They indicated that the stimulation wasn't unexpectedly already off, it was that it was not turned off, but needed to be turned off for the tavr procedure. When the device was turned off the patient indicated feeling stimulation sensation down their left leg. They do not believe the stimulation was in the wrong location. The steps taken to resolve the issue was turning the device off to have the tavr procedure. They indicated the issue has not been resolved yet because the device needs to be turned back on.